Event description:
Purchased bottle of 50 relion prime blood glucose test strips at (B)(6). On the outer box: lot: 060820d, exp: 2022-02-10. On the bottle: lot 100918a, exp: 2020-05-08. Are they 3 months past expiration? FDA safety report ID# (B)(4).